Event description:
A consumer had essure inserted after a tubal pregnancy and miscarriage of twins. She did not use back-up contraception after essure insertion and before total occlusion confirmation. Hsg (hysterosalpingogram) test was not performed. Her last menstrual cycle was around (B)(6) 2012. On (B)(6) 2012 she went to the emergency room with complaints of pain. A positive urine pregnancy test and ultrasound confirmed a tubal pregnancy which led to a therapeutic abortion. Essure and both tubes were removed. As consumer was unidentifiable to health care professional, attempts at follow-up were unsuccessful.